Event description:
It was reported that the health care professional (hcp) called technical services (ts) due to experiencing difficulties with placing a magnet on this cardiac resynchronization therapy defibrillator (crt-d) device. The hcp reported that the patient with this crt-d was in hospice, actively dying was experiencing multiple unwanted shock therapy and wanted to turn off the device with a magnet. The hcp alleged having previously attached a magnet in place to the crt-d, however the device was not turned off and patient kept receiving shocks. Ts discussed troubleshooting options with hcp. At this time, the device remains in service. No additional adverse patient effects were reported.